Manufacturer narrative:
(B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a jnj employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that a connecting screw to the insertion handle does not screw well. Concomitant products: unk - insertion instrument connect/couplng screw:trauma insert-handle hybrid driving cap f/insertion handle. This report is for a driving cap f/insertion handle. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: driving cap f/insertion handle (part# 03.010.523, lot# 4l24385, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the most distal threads of the threaded tip were stripped. Rest of the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Functional test: functional testing of the received device was not performed at cq. However, the stripped threads might have contributed to the reported device interaction condition. Dimensional inspection: dimensional inspection of the relevant features of the received device was not performed at cq due to post manufacturing damage. Document/specification review: the relevant document(s) was reviewed: no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for driving cap f/insertion handle (part# 03.010.523, lot# 4l24385) as the most distal threads of the threaded tip were stripped which might have contributed to the reported device interaction condition. While a definitive root cause could not be identified for the reported problem, it is possible that the threads of the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part:03.010.523; lot: 4l24385; manufacturing site: bettlach; release to warehouse date: 17 october 2019 . A manufacturing record evaluation was performed for the finished device part: 03.010.523, lot: 4l24385 , and no non-conformances related to malfunction were identified. The nonconformance referred within the DHR is a planned one, that was aimed to monitor and control specific activities to manage all work orders (wo)) which were in wip in bettlach site, during the cutover phase for the transition from old erp (sap p01) to the new erp (sap p02). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: corrected manufacturer's information

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.